Event description:
On (B) (6) 2009, the pt had bilateral deep brain stimulator lead implantation in the subthalamic nucleus. On (B) (6) 2010, a brain hemorrhage was discovered. The pt died from the hemorrhage. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).